Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The thread got broken. No adverse patient consequence was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Two open empty foils, a paper lid and a winding former with a partially dispensed suture piece of product code y3160, lot mgz570 were received for analysis. During the visual inspection of the sample, the suture was dispensed without problems and examined along of the strand and an end was cut. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Additional information: MFR site.